Event description:
It was reported that the device was sensing p-waves on the ventricular channel. Increase in capture thresholds was observed. X-rays confirmed lead dislodgement. A lead revision was preformed. The lead remains implanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
The pt underwent a successful knee repair sometime in 2006 with the use of a biointrafix screw and sheath for tibial fixation. Subsequently at some time in early 2010, the pt presented with pain in the subject knee. A scope procedure was performed on (B) (6) 2010, at this procedure, it was discerned that the original fixation was intact, however, there was some sort of a cyst at the distal tibial tunnel. The surgeon removed the remainder of what was left of the fixation device and cleaned out the area. The pt was released and is doing fine at this time. Nothing is being returned and there is no further info. Also see associated MDR 1221934-2010-00162.